Event description:
It was reported that the surgeon inserted an cc4204bf collamer plate lens and the haptic tore as it was being repositioned in the eye. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury. Another lens was implanted.